Event description:
It was reported that during middle meningeal artery mma embolization before surgical removal of the tumor, the subject guidewire was used with the microcatheter. Despite reshaping the subject guidewire tip and maneuvering it intravascularly to approach a significantly tortuous lesion, access could not be gained. When it was retrieved for inspection, the tip was no longer amenable to reshaping. Both hydrophilic coating and the ptfe polytetrafluoroethylene coating showed damage. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.